Event description:
The vitrectomy cutter tip broke in the pt's eye during surgery. The tip was removed with no injury to the pt.

Manufacturer narrative:
Visual examination found the outer needle shaft is borken below the port window.